Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: the black box contains data from (B)(6) 2016. Black box and histories for alarm on (B)(6) 2015 overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. There are no call service 052 alarms in history. The pump passed delivery accuracy test and found to be delivering within the required specifications. Investigators exercised the pump for 24 hours, after 24 hours no call service alarms were received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a call service alarm ((B)(4)) issue. The reporter stated that the patient had a blood glucose (bg) of 260mg/dl with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the call service alarm issue occurred less than three times in 30 days. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.